Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump ((B)(6)) and two (2) controllers ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms were logged on 22/jun/2024 at 23:45:41 and on 23/jun/2024 at 01:33:08, as well as multiple event exceptions logged since 22/jun/2024, indicating an issue with the internal battery. Log file analysis also revealed that the controller was in use for more than two (2) years. Furthermore, log file analysis revealed a vad disconnect alarm was logged on 23/jun/2024 at 09:01:12, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the initial controller exchange. A controller power up event, without an associated motor start, was then logged on 23/jun/2024 at 09:03:06. This was followed by another vad disconnect alarm at 09:04:12. Log files then revealed two (2) vad stopped alarms were logged at 09:04:22 and 09:07:02, indicating that the pump failed to restart after multiple attempts. Review of the event log file revealed a controller power up with an associated successful motor start event was logged on 23/jun/2024 at 09:11:39. An additional vad disconnect alarm was logged at 09:12:50. The vad disconnect alarms logged at 09:04:12 and 09:12:50 are most likely false alarms, given that the vad disconnect alarms cleared within a second. Even though the speed recorded at the onset of the vad disconnect alarms was close to the set speed, it was likely that the speed decreased from a speed higher than the set speed in a short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Additionally, log files revealed five (5) additional vad stopped alarms were logged at 09:13:56, 09:15:02, 09:24:53, 09:25:59, and 09:26:00, indicating that the pump failed to restart after multiple attempts. Further review of the event log file revealed several controller power up events without associated motor start events were logged on 23/jun/2024, likely during troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up without an associated motor start was logged on 23/jun/2024 at 09:21:29. Review of the event log file revealed that the controller was not in use prior to the power-up event; the controller last had power on 3/apr/2019, indicating that the controller power-up event occurred during a controller exchange. Twenty-eight (28) vad stopped alarms were then logged between 10:16:28 and 10:58:33, indicating that the pump failed to restart after multiple attempts. In addition, three (3) vad disconnect alarms were logged at 10:20:10, 10:20:47 and 10:28:51, indicating physical disconnection of the driveline from the controller, likely during troubleshooting of the alarms. This was followed by several controller power up events logged on 23/jun/2024 between 10:23:44 and 10:46:22, indicating multiple controller resets. These are additional findings not related to the reported event. CAPA pr00609659 is investigating controller resets during pump start. A successful motor start was then recorded at 11:03:24. Log file analysis also revealed motor start events recorded on 29/may/2024 at 13:33:24 and on 23/jun/202 4 at 11:03:24 and at 09:12:50, in which the motor start parameters were atypical. As a result, the reported controller fault alarm, failure to restart events, atypical motor start parameters and vad stop events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3], which was initiated for pumps with failure to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Possible root causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: (B)(6) h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 30-sep-2019 / serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 06-sep-2018 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed controller resets on a second controller. The controller remains in use.

Event description:
It was reported that a review of log file data revealed a motor start event with parameters outside of the typical range. It was also reported that the controller exhibited a controller fault alarm, and the ventricular assist device (vad) stopped during the exchange of the controller and failed to restart. After multiple attempts, the new controller and vad restarted. The vad remains in use, and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2019 / serial#: (B)(6). Device location: unknown d9: no h3: no h4: mfg date: 02-nov-2018 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.